Event description:
Information was received that a smiths medical level 1 hotline low flow system was not heating up. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure dirty, cracked underneath the drain fitting and drain fitting is rusted, missing rubber feet and reflux plug, pole clamp is dirty and damaged. Device was filled with water, temperature check attached and powered on. The complaint was confirmed as a result of a faulty heater. The problem source was determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.